Event description:
It was reported that the customer was receiving frequent no delivery alarms. The customer's blood glucose was 10 mmol/l. The customer, prior to the alarm, had been experiencing high blood glucose levels and changed the infusion set. Troubleshooting could not be performed because the alarm had already been resolved. Advised customer to do a complete set change as soon as possible. Explained that the issue may have been an occlusion in the cannula but was unable to confirm this with the customer. Advised to call back when the alarm ocurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.